Event description:
During its initial inflation, the balloon ruptured at 5 atmospheres (atm). The target lesion was the left anterior descending artery (lad). The lesion was a de novo and slightly tortuous but not calcified. There was 99% stenosis. After inserting a guidewire (rinato) across the target lesion, ivus was conducted. To conduct pre-dilation, a firestar (1.5/10mm) balloon was delivered and inflated at the target lesion. However, while the firestar was being inflated, the balloon ruptured at 5atm at the first inflation. The physician observed the contrast medium leakage from the balloon under fluoroscopy. There was no pt injury reported.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.